Event description:
It was reported during implant, high captute threshold was observed on bot the lv and ra lead. When repositioning was unsuccessful, the physician elected to use single chamber pacemaker. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.